Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the patient had a femur shaft fracture. It was stated that they could not put in the protection sleeve to the insertion handle (handle for expert tibial and femoral nails). It happened during surgery, but there was no prolongation. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history review was conducted. The report indicates that no ncrs were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
An evaluation was performed on the returned device. As per received condition of device; the article was received and has traces of use. It has scratches on the article surface. During manufacturing investigation, all relevant and significant characteristics and dimensions were checked and measured. All checked and measured characteristics are within the specifications. There are no references to the reported issue. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional product codes for this report include fsm. (B)(6). Subject device has been received; no conclusion could be drawn as the product is entering the complaint system. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.